Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. Device history record review was performed. No nonconformance reports or other abnormalities during the assembly of related lot were found. Based on this, is concluded the product involved met specifications.

Event description:
A peritoneal dialysis patient reported the cycler alarmed during dwell 2. Patient cancelled treatment and noticed there was fluid leaking out of the cassette door. Availability of the sample set for evaluation is unknown. Several follow-up attempts with the patient and the patient¿s peritoneal dialysis nurse was unsuccessful. It is unknown if there are any serious injuries, complications or infections. At this time, there are no adverse events reported.

Manufacturer narrative:
Unique identifier (UDI): (B)(4). - a follow-up MDR will be submitted following evaluation.

Event description:
A peritoneal dialysis patient reported the cycler alarmed during dwell 2. Patient cancelled treatment and noticed there was fluid leaking out of the cassette door. Availability of the sample set for evaluation is unknown. Several follow-up attempts with the patient and the patient's peritoneal dialysis nurse was unsuccessful. It is unknown if there are any serious injuries, complications or infections. At this time, there are no adverse events reported.